Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead had high capture thresholds, poor sensing values and small r-waves. The lead was explanted and replaced. There were no patient complications associated with the lead replacement. The patient was fine.

Manufacturer narrative:
Analysis was normal. No anomalies were found.